Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 152mg/dl at the time of incident. It was also reported that insulin was stuck in the rewind loop and had reoccurring compromised force sensor system alarm. It was reported that the insulin pump was not dropped or bumped but that the drive support cap was loose and sticking out. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.